Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
We came across a kit tonight that the meds were broken.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the kit and the ampules with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the kit and ampules with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
We came across a kit tonight that the meds were broken.